Event description:
It was observed that during the device evaluation, the flex video scope tip nozzle and tip cover had foreign matter. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the presumed cause for the foreign material in the nozzle of the distal end section could not be specified. However, physical damage could have caused foreign material on the distal end cover. Therefore, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in " gif/cf/pcf- 290 series operation manual chapter 3 "preparation and inspection ", and preventative measures in "gif/cf/pcf- 290 series reprocessing manual chapter 5 "reprocessing of the endoscope". Olympus will continue to monitor field performance for this device.